Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 17 november 2015. Testing found that the fans on the motion control board were cycling in and out. A replacement motion charger power control board was shipped to the site and the replacement was performed on (B)(6) 2015. The imaging system then passed the system checkout and was found to be fully functional. The motion charger power control board was returned to the manufacturer for analysis. Testing confirmed that the fans cycled on and off. This confirmed an electrical based failure after 1.5 days of operation led to the revving pfc fan manifesting. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while troubleshooting the imaging system. That they discovered that the charger board power supply fan was cycling. No additional information was provided. There was no patient present when this issue was identified.